Event description:
A patient reported possible inaccurate results with a surestep meter. During back to back testing, meter displayed blood glucose readings of 85mg/dl, 120mg/dl, 190mg/dl and 200mg/dl successively. Patient did not experience any adverse events. Meter has been replaced no allegation of harm have been made.